Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, an electrocardiogram was performed and lower heart rate was observed. Upon device interrogation, rv lead dislodgement into the atrium was observed. Lead was explanted and a new lead was implanted. Patient was stable.